Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of blunt aortic trauma: a multidis ciplinary approach and a retrospective multicenter study di sario I, franceschini e , gatta e, pagliariccio g journal of clinical medicine 2026 , 15 (1), 68 doi: 10.3390/jcm15010068 no unique device identifier serial numbers were provided; without this information it could not be determined whether these observations have been previously reported a2: average age a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ endovascular repair of blunt aortic trauma: a multidisciplinary approach and a retrospective multicenter study the time frame of this study was over a seventeen year period. 45 patients were included in the study. Valiant captivia and non medtronic stent grafts were implanted in patients for the treatment of blunt traumatic thoracic aortic injuries. 74.3% (33 patients) had concomitant injuries affecting other vascular or anatomical districts. The following adverse events occurred: stroke no further information was provided pertaining to medtronic products